Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's right ventricular (rv) lead had loss of capture. Revision was scheduled, and this lead was explanted and replaced. A heart wall perforation was also noted, the lead had perforated the apex, but the patient did not had any symptoms. The perforation was confirmed using fluoroscopy. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field: - h6 (device codes) code "2588 - defective device" was added as lead was damaged and this information was missed from the initial report. - b5 (problem description) updated as lead damage information was missed from the initial report. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. The analysis results are added below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical and stylet insertion testing. Visual inspection revealed that the suture sleeve was broke in two segments at the front groove, however, no damage to lead body (coils/insulations) was observed, this was likely induced damage. Laboratory analysis was able to confirm the reported allegation of lead body damage. The remaining reported allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this patient's right ventricular lead had loss of capture. Revision was scheduled, and this lead was explanted and replaced. The point of the suture sleeve was in 2 pieces (damaged) and a heart wall perforation was noted, the lead had perforated the apex, but the patient did not had any symptoms. The perforation was confirmed using fluoroscopy. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's right ventricular lead had loss of capture. Revision was scheduled, and this lead was explanted and replaced. The point of the suture sleeve was in 2 pieces (damaged) and a heart wall perforation was noted, the lead had perforated the apex, but the patient did not had any symptoms. The perforation was confirmed using fluoroscopy. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field: - h6 (device codes) code "2588 - defective device" was added as lead was damaged and this information was missed from the initial report. - b5 (problem description) updated as lead damage information was missed from the initial report. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.